Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out of range shock impedance measurement, measuring at 177 ohms and high capture threshold was noted in the right ventricular (rv) channel. Additionally, noise was noted. An x-ray was performed and it was suspected that the rv lead had fracture. The physician referred the patient to royal melbourne hospital for follow-up and possible lead and device revision. No adverse patient effect was reported. This ICD and rv lead remains in-service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out of range shock impedance measurement, measuring at 177 ohms and high capture threshold was noted in the right ventricular (rv) channel. Additionally, noise was noted. An x-ray was performed and it was suspected that the rv lead had fracture. The physician referred the patient to royal melbourne hospital for follow-up and possible lead and device revision. No adverse patient effect was reported. This ICD and rv lead remains in-service. Additional information was provided on 29jul2022, it was reported that this ICD was interrogated and this system continues to exhibit high out-of-range shock impedance measurement, measuring between 162 and 178 ohms. The log book showed one non-sustained ventricular tachycardia (nsvt) episode with oversensing noise. The patient performed isometrics maneuvers and small amount of noise was reproduced but was not oversensed by the device. Currently, no revision procedure has been scheduled. The patient will continue to be monitored and have another consult. No adverse patient effects were reported. This this ICD and rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out of range shock impedance measurement, measuring at 177 ohms and high capture threshold was noted in the right ventricular (rv) channel. Additionally, noise was noted. An x-ray was performed and it was suspected that the rv lead had fracture. The physician referred the patient to royal melbourne hospital for follow-up and possible lead and device revision. No adverse patient effect was reported. This ICD and rv lead remains in-service. Additional information was provided on 29jul2022, it was reported that this ICD was interrogated and this system continues to exhibit high out-of-range shock impedance measurement, measuring between 162 and 178 ohms. The log book showed one non-sustained ventricular tachycardia (nsvt) episode with oversensing noise. The patient performed isometrics maneuvers and small amount of noise was reproduced but was not oversensed by the device. Currently, no revision procedure has been scheduled. The patient will continue to be monitored and have another consult. No adverse patient effects were reported. This this ICD and rv lead remains in-service. Additional information was provided on 08feb2023, it was reported that this ICD revealed a code 1005, indicating an open circuit condition during a shock test. The patient was discharged to go home, and the plan is to evaluate the patient for a different system, possibly a subcutaneous implantable cardioverter defibrillator (s-ICD). No adverse patient effects were reported. This device and rv lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.